Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine (unknown concentration and dosage) via an implantable infusion pump. The patient may have been receiving fentanyl or other drugs via the implantable infusion pump. The indication for use was spinal pain. It was reported that the patient presented to the emergency room and stated that their pump was alarming and described an audible critical alarm with a series of beeps 10-20 minutes apart. The hcp had not heard anything, but the patient though it was an infusion issue. There were no signs of infection or any issues at the pump site. The patient thought that they were not receiving their intrathecal drug because the patient's entire body hurt. It was unknown if the patient utilized a personal therapy manager (ptm). The hcp who reported the event did not have access to a physician programmer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that following the emergency room visit a tech came to her house and confirmed there was no drug left in the pump.